Event description:
It was reported that an unspecified quantity of em2400 valve sets leaked. The issue was identified during delivery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from november 08, 2021 - november 09, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.